Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that a hand held is having issues reading the wand information due to poor contact in the connection site. Follow-up showed that troubleshooting was performed the defective area was found to be with the connection port on the hand held. It was stated that it is difficult to properly charge the battery as well.